Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 190 mg/dl. During troubleshooting, found the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, severely scratched display window, a cracked reservoir tube lip and a cracked reservoir tube. The pump also gave a compromised force sensor system alarm during the basic occlusion test due to the loose/protruded drive support disk. Unable to prime the pump during the prime test due to a loose/protruded drive support disk. No motor error alarms were noted. The motor passed the motor test. The pump passed the idle current, run current, off no power, unexpected restart error, displacement and self tests. Unable to perform the occlusion or no delivery alarm tests due to the prime anomaly.